Event description:
Breast implant inserted 1982. Breast cellulitis, bilateral; pain developed 7/17/98. Spontaneous rupture breast implants 7/28/98. Surgical removal breast implants and open capsulotomies at hosp on 7/28/98.